Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had problems with insulin pump. The sensor reading over 400mg/dl-600mg/dl, took reading and it was 326mg/dl. The customer treated with bolus. The drive support cap was sticking out. The customer was unable to complete troubleshooting. Checked blood glucose again during the call and blood glucose was 326mg/dl and sensor glucose was 347mg/dl, within acceptable range.